Manufacturer narrative:
During insertion of the 5f mynxgrip vascular closure device (vcd), it couldn't pass the sheath because of tortuous vessel. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile 5f mynxgrip involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant remained in manufacturing position. The balloon had evidence of blood which likely indicates device insertion into a procedural sheath. The procedural sheath was not returned for investigation. The catheter was inspected for anomalies. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device per the mynx instructions for use (IFU). No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1807101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issue was noted during functional analysis and the sheath was not returned. However, the device was returned with a tear in the balloon. The exact cause of the issue experienced and the balloon loss of pressure found could not be conclusively determined. Based on the limited information provided and the product analysis, access site vessel characteristics (could not pass because of tortuous vessel) most likely contributed to the inability to advance in sheath experienced as reported by the customer. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. Also, the condition of the sheath (which was not returned) may have also contributed to the issue reported. Since the balloon loss of pressure was not reported by the customer, it is unknown when this issue occurred. However, it if occurred during normal use of the device, such as at the first stop or second stop, access site vessel characteristics (although not provided) and/or the condition of the procedural sheath (although not returned) most likely contributed to the reported events since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloons. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to the tears in the balloons. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1635402 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) could not pass the vessel. There was no reported patient injury.